Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit damage, image has green and electrical contact of video connector has a scratch. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flashing was due to component failure of the r-units and electrical contact of video connector was a scratch due to component failure of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The report indicates that the subject device exhibited a flashing image. The issue was identified during the setup of the device. There were no reports of patient involvement.